Event description:
A malfunction was reported on the pump, although no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump and was informed to resume insulin on their own after the call. Technical support advised the customer to call back if the malfunction code recurred, and the customer acknowledged this instruction.